Manufacturer narrative:
Unit received with missing retainer ring and reservoir tube lip o-ring. Unit received with broken off piece at the reservoir tube lip. Unable to perform displacement test, occlusion test and p-cap or reservoir will not lock properly due to missing retainer. Unit received with cracked keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. Unit passed self test, active current measurement, sleep current measurement, rewind, prime/seating, basic occlusion and force sensor test. No battery or power anomalies noted during testing or in power graph generated by adapt power management tool however, unit received with corroded battery tube. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had replace battery now alarm. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. Insulin pump had crack on battery side. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.